Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room due to syncope. It was noted that the pacemaker and the right atrial lead exhibited noise over-sensing which resulted in pacing inhibition. After the pacemaker was explanted, red serous fluid was observed at the distal portion of the port for the right ventricular set screw. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Correction: section b5 - the correct b5 should have been "it was reported that the patient presented to the emergency room due to syncope. It was noted that the pacemaker and the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. After the pacemaker was explanted, red serous fluid was observed at the distal portion of the port for the right ventricular set screw. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2025. The patient was stable."

Event description:
It was reported that the patient presented to the emergency room due to syncope. It was noted that the pacemaker and the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. After the pacemaker was explanted, red serous fluid was observed at the distal portion of the port for the right ventricular set screw. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2025. The patient was stable.